Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified problem with the homechoice device. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with the reported event. No additional information is available.